Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector to the front te was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.